Manufacturer narrative:
The investigation of high purge pressure and vf/vt/af/at has been completed. The impella device was not returned for evaluation. The clinical details report tissue plasminogen activator (tpa) was used in the purge, but it's unclear how quickly this was done after the onset of the issue. Additionally, the patient was not on systemic heparin. Based on the gradual nature of purge pressure rise and clinical details provided, the root cause of the high purge pressure was most likely due to biomaterial build up in the purge gap. As the necessary information was not provided, the root cause of the vt/vf was not determined."

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that an impella 5.5 was placed and overnight the patient had ectopy. On echocardiogram the impella was pulled back and ectopy resolved. It was further reported that on day 11 of impella support, the impella 5.5 had high purge pressure. The cassette was changed with no recovery of the flow. Tissue plasminogen activator was ordered to be run through the purge line. The next day, the impella 5.5 was removed as planned and there was no harm to the patient.